Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower doors failed. A field service engineer replaced the latches in the tower doors 3 and 4 to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had tower doors failed. The customer added that this malfunction occurred when trying to issue a medication to a patient . There was no patient harm and no delay in patient care workflow. There were no adverse events or injuries reported based on this event.